Manufacturer narrative:
Technician found the bed had slow head down drift. Replaced the head down solenoid valve to resolve this issue.

Event description:
Info provided indicated that the bed had a slow drift down. No injury alleged.